Event description:
A customer reported smelling something burning inside of the homechoice device. This observation was made during an unspecified cycle. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log revealed no failures, keystrokes, programming or use related events associated to reported problem. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and all pressures were found to be correct and stable. A simulated therapy was performed on the device successfully. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Upon conclusion of the investigation, the reported issue could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.